Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was in the 400 mg/dl range at its highest with ketones. A correction bolus was delivered to address the bg level. As the customer was not with the contact at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the occlusions was unable to be performed.